Event description:
It was reported that during a meniscus repair surgery, six (6) fast-fix 360 knots did not slide, resulting in no meniscal repair. All the anchors were retrieved from the patient because of the problem using graspers. The procedure was completed with non-significant delay following a standard closure with a needle, suture and needle holder. No further complications were reported. Patient current status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, three (3) fast-fix 360 knots did not slide, resulting in no meniscal repair. All the anchors were retrieved from the patient because of the problem using graspers. The procedure was completed with non-significant delay following a standard closure. No further complications were reported. Patient current status is unknown.